Manufacturer narrative:
The reported malfunction could not be replicated. The device was tested in accordance with all relevant procedures and was returned fully functional. Philips could not rule out a malfunction as the accessories were not sent back with the device. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the device's v-lead is not working. There was no reported patient adverse patient impact.